Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side "possible rupture." Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell, red particles, fold creases, around 0-25% of the shell is missing and a weight test of the explanted material was verified and it was underweight. Microscopic analysis of the return device identified: wear abrasion, broken shell with smooth edge in the same location of crease assessed as fold flaw opening, six curved striated openings on anterior and posterior side assessed as surgical damage, nicks with striations assessed as surgical tool scratch like. Based on the device analysis the final assessment is: broken shell with smooth edge in the same location of crease assessed as fold flaw opening. Curved striated openings assessed as surgical damage. Missing shell that is assessed as inconclusive.

Event description:
Healthcare professional reported a left side "possible rupture." Device has been explanted.